Event description:
It was reported that no readings/sensor error/brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was relaxing when they began to experience pain and vomiting. The cgm had a brief sensor issue during this time. The patient checked a manual finger stick but the meter failed to display a result. At 11:45pm, the patient's mother brought the patient to the hospital and they arrived at around 12:01am. Upon arrival, the patient had blood work done, an EKG, chest x-ray and had their blood pressure monitored. The bg in the emergency room (ER) was 430 mg/dl. The patient was treated with dextrose; insulin drop and pain medication. The sensor was removed and the patient was admitted to the intensive care unit (ICU) until 1:30pm. At the time of the report, the patient was in stable condition. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to remove the following statement from the initial MDR, "however, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred." H2 correction.

Event description:
Data was provided for investigation. The allegation was not confirmed via data. The probable cause could not be determined. No additional patient or event information is available.